Event description:
Product went into body on sheath. Valve was not on sheath correctly. Sheath and valve removed from access site without incident. No harm to patient. New sheath and valve successfully in patient and deployed.